Event description:
Refrence number (B)(4). Event occured in united states. It was reported that patient experienced an adhesive malfunction on (B)(6) 2026. Infusion set has fallen off during use due to sweating. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.